Manufacturer narrative:
In follow up it was learned that upon attempting to insert the intraocular lens (iol) as a secondary implant for aphakia, the haptic broke allowing the lens to dislocate into the vitreous. Patient underwent a pars plana vitrectomy with explantation of the damaged iol and insertion of an anterior chamber iol. The patient was still recovering but his present outcome does not interfere with daily activities. The iol was discarded in the field and will not be returned to the manufacturer. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Follow up #2 - information that was known but inadvertently not provided. Incision was also enlarged to facilitate the removal of the intraocular lens. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that apparently during the implantation of a tecnis za9003 the haptic was broken and the lens went into the back of the patient's eye. It is still in the back of the eye and the patient was referred to a retinal specialist. Additional information was requested but not received.